Event description:
It was reported that the patient experienced hemolysis and was admitted with complaints of nausea and vomiting for three days. The lactate dehydrogenase (ldh) was slightly elevated which was attributed to dehydration or underlying gastrointestinal issues (not bleeding). The patient was on intravenous (IV) fluids and was recovering. It was further reported that patient experienced acute kidney injury. The liver enzymes were elevated. This was attributed to dehydration and patient's underlying condition. Gastrointestinal ercp (endoscopic retrograde cholangio-pancreatography) was negative. A computerized tomography (CT) scan showed pancreatic biliary duct dilatation. Of note, patient was found to be covid-19 positive and was asymptomatic. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: ventricular assist device (vad) (B)(4) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Review of the controller log files did not reveal anomalies involving the pump within the analyzed period. Information provided by the site indicated that the patient experienced hemolysis and was admitted with complaints of nausea and vomiting for three days. The lactate dehydrogenase (ldh) was slightly elevated which was attributed to dehydration or underlying gastrointestinal issues (not bleeding). The patient was on intravenous (IV) fluids and was recovering. It was further reported that patient experienced acute kidney injury. The liver enzymes were elevated. This was attributed to dehydration and patient's underlying condition. Gastrointestinal ercp (endoscopic retrograde cholangio-pancreatography) was negative. A computerized tomography (CT) scan showed pancreatic biliary duct dilatation. Of note, patient was found to be covid-19 positive and was asymptomatic. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection, renal dysfunction and hemolysis are known potential complications associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was further reported that the patient was admitted for emesis and diarrhea and choledocholithiasis was suspected. Their ldh was 450 up from their baseline in the 200s and they were found to have elevated liver enzymes with their alanine transaminase (alt) of 826 and their aspartate aminotransferase (ast) of 635. They also had a syncopal episode and responded to fluids.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4). Product event summary: the ventricular assist device (vad)(B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Review of the controller log files did not reveal anomalies involving the pump within the analyzed period. Information provided by the site indicated that the patient experienced hemolysis and was admitted with complaints of nausea and vomiting for three days. The lactate dehydrogenase (ldh) was slightly elevated which was attributed to dehydration or underlying gastrointestinal issues (not bleeding). The patient was on intravenous (IV) fluids and was recovering. It was further reported that patient experienced acute kidney injury. The liver enzymes were elevated. This was attributed to dehydration and patient's underlying condition. Gastrointestinal ercp (endoscopic retrograde cholangio-pancreatography) was negative. A computerized tomography (CT) scan showed pancreatic biliary duct dilatation. Of note, patient was found to be covid-19 positive and was asymptomatic. It was further reported that the patient was admitted for emesis and diarrhea and choledocholithiasis was suspected. Their ldh was 450 up from their baseline in the 200s and they were found to have elevated liver enzymes with their alanine transaminase (alt) of 826 and their aspartate aminotransferase (ast) of 635. They also had a syncopal episode and responded to fluids. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection, renal dysfunction and hemolysis are known potential complications associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The b5.desc evt problem has been updated. Investigation of this event has been reopened to evaluate the additional information and is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was treated with intravenous (IV) medication.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. Review of the sterility certificate confirmed that the associated device met all requirements for release. Review of the controller log files did not reveal any anomalies involving the pump within the analyzed period. Information provided by the site indicated that the patient experienced hemolysis and was admitted with complaints of nausea and vomiting for three days. The patient's lactate dehydrogenase (ldh) was slightly elevated, which was attributed to dehydration or underlying gastrointestinal issues (not bleeding). The patient was on intravenous (IV) fluids and was recovering. It was further reported that the patient experienced acute kidney injury and their liver enzymes were elevated, which was attributed to dehydration and the patient's underlying condition. A computerized tomography (CT) scan showed pancreatic biliary duct dilatation. Of note, the patient was also found to be covid-19 positive and was asymptomatic. It was further reported that the patient was admitted for emesis and diarrhea, and choledocholithiasis was suspected. Their ldh was elevated and they were found to have elevated liver enzymes. They also had a syncopal episode and responded to fluids. The patient was treated with IV medication. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection, renal dysfunction, hemolysis, and syncope are known potential complications associated with the implantation of a vad. There was no evidence the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying d isease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.